Event description:
A hospital in (B)(6) reported via our distributor that an rt236 neonatal breathing circuit was leaking at the wye piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the swivel assembly of the complaint breathing circuit was received and was visually inspected and pressure tested to check for leakage. The pressure test was firstly performed with the swivel as received (not properly fitted together) and a second time with the swivel properly fitted. Results: visual inspection revealed that the swivel elbow and swivel wye were not properly fitted together. There was no damage to the swivel assembly: it was found to be tight when the two parts were properly fitted together. The pressure test with the swivel as received showed that there was leakage. The second pressure test, with the parts properly fitted together, revealed that the swivel was within specification and was not leaking. A lot check was not performed as a lot number was not provided. Conclusion: the reported leak was the result of the two parts of the swivel being fitted together incorrectly by the user. During production a production operator ensures that the parts to be assembled are seated properly in position before depressing the cycle button to start the machine assembling the infant swivel. All rt236 breathing circuits are pressure tested for leaks prior to distribution and the swivel would not have passed this test if it was incorrectly assembled. The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.